Event description:
The reporter indicated that a 12.6 mm vticmo12.6 implantable collamer lens of -14.50/0.5/093 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023 as a replacement lens to address low vault. Per reporter the problem did not resolve, icl height is low after the replacement. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).